Event description:
Procedure type: sigmoidectomy. According to the reporter: the device was fired on the distal side of the bowel. Leakage then occurred from the posterior wall of the bowel. The tissue was treated with another firing. No further pt info could be obtained.

Manufacturer narrative:
Initial report sent: 08/25/2008.